Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material in air/water cylinder and air/water tube and roughness in image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on charged coupled device unit, the image has roughness. However, the most probable cause for white foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.